Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The alarm trace showed multiple sample short and abnormal aspiration alarms. Frequent abnormal qc values were identified. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays on a cobas 8000 c702 module. Discrepant creatinine plus ver.2 results were provided for one patient. The initial result was 8 umol/l, and the repeat result on another analyzer with a micro cup was 238 umol/l.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. Calibration and qc were found to be within the range during the event, excluding a general reagent problem. The customer reported that a sample probe collided with the primary tube. In pictures provided by the customer, it shows that the sample probe was dirty. A field service engineer (fse) adjusted the sample probe positions, and the gear pump pressure and the photometer check results were checked and passed. The water level of the cleaner and cuvette was readjusted. A hole was observed in the vacuum line, and the entire tube was replaced. The fse performed further hardware adjustments and a final precision check was completed and passed. The investigation determined that the root cause was a combination of leakage, non-alignment issues, and insufficient pre-analytical processing. The service actions completed by the fse have resolved the issue.